Event description:
It was reported the pt ((B)(4)) observed an error message indicating the antenna is not working and she is no longer receiving stimulation. The physician replaced the pt's ipg with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.